Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified iliac artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body without any issue noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evalauted by MFR: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed that there is a hole in the balloon at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified iliac artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body without any issue noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.